Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered in drain 5 of 5. The patient explained to tech services that fluid was in the pump module area and on the external of the cassette. A pump a vs. Pump b volume alarm occurred after the leak. The patient was not going to re-setup that evening. There was no patient injury indicated during the call. Additional information was requested, but not received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The carrier tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered in drain 5 of 5. The patient explained to tech services that fluid was in the pump module area and on the external of the cassette. A pump a vs. Pump b volume alarm occurred after the leak. The patient was not going to re-setup that evening. There was no patient injury indicated during the call. Additional information was requested, but not received.

Event description:
A peritoneal dialysis (pd) patient reported that during pd treatment there was a fluid leak encountered in drain 5 of 5. The patient explained to tech services that fluid was in the pump module area and on the external of the cassette. A pump a vs. Pump b volume alarm occurred after the leak. The patient was not going to re-setup that evening. There was no patient injury indicated during the call. Additional information was requested, but not received.

Manufacturer narrative:
Correction: h.6.